Manufacturer narrative:
This device was used off label. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the coil was delivered into the gonadal vein but the physician didn't like how it was positioned so they decided to recapture the coil in the sheath, reposition. However, when they tried to release it, the polypropylene yarn was broken and prevented release. It was also noted that the device was jammed/would not close. The devices were prepared as indicated per the IFU. There was no degree of vessel tortuosity. There were no related patient symptoms.